Event description:
Patient revised due to infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned. A provided lot code for the acetabular cup could not be verified as valid for the implant size. A search of the complaint database did not show any other reports against the known product/lot code combinations. All were released for distribution over ten years ago. Infection after this length of time implanted is not likely to involve a device or device processing error. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.